Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Dvice not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate and had received a low insulin alert. Reportedly, the customer stated that the cartridge may have been filled with less insulin in than expected to last three days. There was no impact to the customer's blood glucose level.